Manufacturer narrative:
Additional information was received on 9/27/2019 indicating the patient underwent removal and replacement with mentor memorygel breast implants 490cc, catalog number: smpx490, serial number: (B)(4) (l) and serial number: (B)(4) (r). A photo of the device was returned. Photo evaluation: upon visual inspection of the pictures, it was observed that the implant was rupture. No other anomalies were observed. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient desire for smaller implants. Concomitant products: mentor memorygel breast implant 535cc, catalog number: shpx535, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 595cc. Patient desired smaller implants and during explanation on (B)(6) 2019, a rupture was found in the right breast implant. The devices were replaced with unspecified breast implants with no other complications reported.